Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with pus discharging from the implant site due to an infection. A wound swan was performed and the infection was caused by staphylococcus aureus. The infection was suspected to be related to the implant procedure. The event was resolved by explanting the device and oral antibiotics were prescribed. The patient was in stable condition.